Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision procedure and the right ventricular (rv) lead's pacing and sensing terminal was surgically abandoned due to noise, oversensing and pacing inhibition with asystole greater than two seconds. The patient had a left ventricular assist device (lavd) and was asymptomatic during the asystole events. The shocking coils of the rv lead remain in use. The physician elected to implant a new, additional rv lead with pacing and sensing capabilities as a replacement for the old rv lead's pacing and sensing functions. The device and right atrial lead remain in service. No additional adverse patient effects were reported.